Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: the keypad was peeling at the contrast key and from the bottom of keypad to the up key. All of the keypad buttons were normally responsive. Contamination was found on the button contacts. The display screen was dim and discolored. The battery compartment was cracked from the thread area to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the button contacts, the display screen was dim and discolored, and the battery compartment was cracked. This report is made based on results of investigation completed on 10/05/2015.